Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided, and a root cause could not be determined.

Event description:
It was reported that a patient visited a pain clinic with a visible burn and pain to the sacral area on the morning of (B)(6) 2016 following a sacral crfa procedure that took place on (B)(6) 2016. The patient was referred to a wound care clinic for treatment. Additional information was received on (B)(6) 2016 that stated, the patient went into the clinic on (B)(6) 2016 for an incision and debridement with a wound vac and the doctor reported the patient is in good spirits; however, upset about how this incident could have happened. The doctor informed the patient that the high probability for a possible cause for this incident could have come from having was very thin skin with only one half inch of tissue in the sacral area. The doctor explained to the patient that sufficient tissue needs to be present for the procedure. The doctor also discussed the safety factors with the patient. Please note that (B)(4) owns this product line, and have reported an MDR for this incident under MFR report number: 3011270181-2016-00009.